Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient experienced alarms on her controller starting on (B)(6) 2020 at 10 pm. The patient could not see what her last alarms were so she switched to her backup controller. The patient presented to the clinic with a driveline fault alarm. The driveline fault alarms were reported in MFR. Report # 2916596-2020-05270.

Manufacturer narrative:
Section d11: additional information manufacturer's investigation conclusion: the investigation confirmed the reported driveline fault alarms via the review of the submitted log file. The log file contained approximately 18 days of data (dated 01oct2020 - 19oct2020, per time stamps). Throughout the log file there were multiple intermittent driveline fault events accompanied by a yellow wrench advisory alarm. Further review of the log file revealed that the phase 2 hex values were lower than the recorded values of the other two phases indicating a correlation between phase 2 and the driveline fault alarms. This indicating a potential issue with the phase 2 (brown/black) wires. The log file also captured pump stops and speed drops lower than the low speed limit on (B)(6) 2020. The pump stops and speed drops also continued to occur intermittently throughout the log file. The speed drops and pump stops occurred while the patient was on battery power and appeared to be caused by a phase to phase short. The system controller used at the time of the reported events was not returned for analysis and no testing was able to be performed. As a result, the reported events could not be correlated to a system controller related issue. Multiple attempts were made to obtain additional information from the customer regarding the event and device return status; however, no response was given. To date, the system controller is unavailable for analysis. As a result, this complaint file will be closed accordantly. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section d4: multiple attempts for device serial number were made, however no response was received. Manufacturer's investigation conclusion: the reported event of no alarms being displayed on the lcd display was not confirmed. The system controller was not returned for analysis and no photos were submitted for review. A log file was submitted for review with events spanning approximately 18 days of data (dated 01oct2020 - 19oct2020, according to the timestamp). However, there were no events active related to the reported event. Multiple attempts were made to obtain additional information from the customer regarding the event and controller return status; however, no response was given. To date, the system controller is unavailable for analysis. As a result, the root cause for the reported event could not be conclusively determined through this analysis and this complaint file will be closed accordantly. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. No further information was provided. The manufacturer is closing this event.